Event description:
Reportedly, a perimount valve was explanted after an implant duration of approximately 10 months due to endocarditis. Source and type of infection have not been disclosed; however, the health care provider has indicated that they are not related to the device.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. Additional manufacturer narrative: the sales rep went to the hospital to pick up the valve and the operative report and was told that the senior surgeon is refusing the provide both the valve and the operative report. He indicated that endocarditis was the reason for the failure and it was not necessary to check the valve because it was not related to the device and would provide no further information. The facility name and contact information that handled the implant of the device has not provided. No patient information has been provided other than that the patient is on dialysis because of renal failure. No information has been provided to identify the patient case or patient history. Cause of the renal failure was not provided. No serial number for the device has been provided. According to the hospital, this device was implanted at a different facility and they have no record of the serial number. Repeated attempts have been made to get additional information regarding this event and have been met with no results. Multiple attempts were made by email, phone and visit. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Without additional information, we are unable to conclusively determine the root cause for explant of this device.